Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg value not provided. Reportedly, air bubbles were observed within the tubing. A correction bolus was delivered to address bg. Customer primed the tubing to address the issue.